Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" and capsular contracture, baker grade unknown. Later healthcare professional reported "rupture", "capsular contracture", "baker grade for capsular contracture: 3" and "very early rupture in an implant leading to capsular contracture. I thought the device might have been high-riding due to an un-released pec muscle. I found a significant rupture intra-operatively with capsular contracture". This record is for right side. Device was explanted and replaced. Device is available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported "rupture" and capsular contracture, baker grade unknown. Later healthcare professional reported "rupture", "capsular contracture", "baker grade for capsular contracture: 3" and "very early rupture in an implant leading to capsular contracture. I thought the device might have been high-riding due to an un-released pec muscle. I found a significant rupture intra-operatively with capsular contracture". This record is for right side. Device was explanted and replaced. Device is available for return.